Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their front tooth turned purple from the aligners. They had to have a root canal and internal bleaching to make the tooth light in color. They also had to get the upper part of their tooth drilled and filled because it was still discolored. Their bite has worsened since they started treatment. Patient has also reported that they were examined by an orthodontic specialist. The specialist findings are that the patient has a posterior open bite on the right posterior side. The posterior open bite is causing discomfort when biting and chewing. The patient will continue their treatment in office to close their bite and attempt to align #8, assuming it is not ankylosed to the patient's bone. Treatment plan will be 18 +/-months long to align their teeth and to fit their bite together properly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.